Manufacturer narrative:
The device was functionally evaluated in our laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering evaluation and the exact cause could not be reliably determined.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the scope visibility was not clear. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.